Event description:
It was reported that about 10 days prior to report, the patient¿s daughter in-law noticed the patient was ¿nodding off¿ and was out of it for about 4 days. It was thought it was because of the phenergan medication the patient was taking because of a stomach bug. The patient¿s stomach started hurting on 2014-12-07. The patient was then admitted to the hospital from (B)(6) 2014 through (B)(6) 2014 for severe stomach pain. The patient was having bloody stools. The patient had a colonoscopy and the health care professional (hcp) found inflammation pockets. It was noted that the patient was covered in polyps. The patient also had a cat scan. On (B)(6) 2014, the patient saw their primary hcp and began feeling creepy crawler on her skin. On (B)(6) 2014 the patient went to the emergency room (ER) as the patient was not feeling better, had severe stomach pain, was throwing up and felt creepy crawlers on her skin. The patient might have cvs (cyclic vomiting syndrome). The ER found potassium was not existent. The patient started feeling creepy crawler on her skin and it got worse on (B)(6) 2014, and was ¿god awful¿. The patient did feel it was better on (B)(6) 2014. The patient did not feel the creepy crawlers any longer after the refill that occurred (B)(6) 2014, but remembered feeling lighted-headed. The patient was concerned at the refill, because the hcp was not able to draw any drug from the pump. There would usually be about 3 cc¿s. The pump alarm did not go off. An alarm date of (B)(6) 2014 was provided. The hcp did an ultrasound and patient does not think he saw anything wrong. It was noted that the patient did not take all of their bolus in the prior month because patient could not find her ptm (personal therapy manager). The pump is refilled about every 3 months. The patient also takes 10mg percocet 4 times a day. The pump was used to infuse clonidine and dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).